Event description:
The robotic synchroseal device was used during a robotic hysterectomy and bso (bilateral salpingo-oophorectomy) procedure. During the case, the team noted that a small plastic piece had come off near the device hinge and floated by the corner of the screen into the patient. It was noted as being quite small (approximately 2.5 mm) and has the appearance of a donut-shaped washer. The team was able to remove it and the device was no longer used for the procedure. In assessing a different, new device the defect could be recreated. The object is small enough that it may be difficult to find in a large patient. Detachment may also not be noticed by the user since the device can appear to operate normally despite the washer being removed. The user may also not see the device detach. It is also unclear whether this piece serves to insulate the metal underneath to prevent arcing and damage to other tissue. Manufacturer response for synchroseal bipolar device, intuitive synchroseal bipolar device (per site reporter). We are awaiting feedback on the design. We are also following up to verify that this is a non-radiopaque object that does not contain ferrous material in the event the patient needs an MRI.